Event description:
It was reported that the patient's chronically implanted right atrial (ra) pace/sense lead had high pacing thresholds and was undersensing. The lead was abandoned and capped. A new ra lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.